Manufacturer narrative:
Related to report: 2183959-2020-03161. Device analysis: the returned device was analyzed and the reported allegations of inflammation was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. During analysis, the pump malfunctioned failing the activation test, cause unknown. The returned cylinder was analyzed and the reported allegations of pain and inflammation was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. During analysis both cylinders had a pinhole leak in the proximal cylinder body that was a result of sharp instrument damage; a fluid leak was also identified however, the damage was concluded to be attributed to the explant procedure.

Event description:
It was reported that the patient underwent a revision procedure due to inflammation at the pumped part and pain with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and no new device was implanted during the procedure. On (B)(6) 2020 a new spectra penile prosthesis (spp) was implanted per the patient's request. The patient was stable following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of inflammation was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. During analysis, the pump malfunctioned failing the activation test, cause unknown.

Event description:
It was reported that the patient underwent a revision procedure due to inflammation and patient request revision with an spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis (ipp) was implanted. The patient was stable following the procedure.